Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for foreign bodies and cause traced to component failure for insufficient variable rigidity and a scope communication error (b30). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a scope communication error (b30), insufficient variable rigidity and foreign bodies. There was no patient involvement.